Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00680.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00680. It was reported the patient ((B)(6)) was implanted with 2 leads as part of an axium neurostimulator system and experienced ineffective stimulation. Surgical intervention was undertaken and both leads were removed. However, one lead broke while being removed and the distal end of the lead remained implanted in the patient (reference MFR report: 3008829311-2017-00669).